Event description:
It was reported that during a tka procedure, the c left medial femur cutting block had a pin stuck in it. The pin got bent in the block and won¿t come out. No delay. No impact or injury to patient reported. No confirmation of backup has been received.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that a back-up device was available to complete the surgery correclty, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.